Event description:
End user reports red bumpy scattered rash under the durahesive wafer which developed 3 weeks ago.

Manufacturer narrative:
According to the end-user, they have cleaned the area with relia med adhesive remover wipe, washed the area with (B)(4) soap and water, and used allkare protective barrier wipes to dry the area. They applied stomadhesive paste with barrier to the area which also became itchy as a result. Eakin seal is used by the end user on occasion. No add'l event/pt details have been provided to date, a return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.